Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The device was returned for analysis. Electrical, visual, and x-ray testing was conducted, and no anomalies were found.

Event description:
It was reported that during the implant procedure the atrial lead had high capture threshold values. The physician attempted repositioning the lead but eventually opted to replace the lead with a new one. The surgery was successful, and the patient status was noted stable.